Manufacturer narrative:
The manufacturer previously reported the device had a faulty sensor board. During further evaluation an issue related to the device's oxygen blending module board was observed. The device's oxygen blending module board was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a failure of the sensor board and oxygen blending module board. The sensor board and oxygen blending module board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the sensor board failing was due to flow sensor (mt3) being out of tolerance. The oxygen blending module board was evaluated by the manufacturer's quality assurance laboratory, the root cause of the oxygen blending module failing was due to oxygen sensor (u19) being out of tolerance.

Manufacturer narrative:
Device has been evaluated but the components have not been replaced pending customer approval of estimate.

Event description:
The manufacturer received information alleging a ventilator's sensor board was faulty. There was no harm or injury reported. The device was evaluated at the manufacturer's service center and the customer's complaint was confirmed. The ventilator's sensor board needs to be replaced to address the issue.